Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Suture needles and sutures can detach easily, potentially resulting in the needle or suture being retained within the patient or falling onto bedding or the floor. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - did the reported issue contribute to any patient adverse consequences? - how many devices demonstrated the alleged deficiency? - did the needle fall into the patient? If so, ¿ was the needle retrieved during the same procedure? ¿ were x-rays taken to locate the needle? ¿ what measures were implemented to retrieve the needle? ¿ was there any additional tissue damage resulting from the search for the needle? - does the needle remain in the patient¿s tissue? If so, ¿ is there any plan in place to remove the needle in the future? ¿ if so, could you please provide the scheduled date for the removal? ¿ in which tissue structure was the needle located? ¿ what is the surgeon¿s opinion of the potential consequences for the patient? - please provide the source or name of person providing answers to follow-up questions: sales has confirmed with hcp that no needle left inside patient¿s body. There is no patient impact. The surgery ended successfully. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.